Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. It was reported by a local ER (emergency room) that the synchromed ii pump was not working. No patient symptoms were reported and no additional history/information was provided. No further complications have been reported as a result of this event.